Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (did not ask mcg/ml at 126 mcg/day) via an implantable pump for multiple sclerosis/intractable spasticity indications for use. It was reported that the patient started hearing critical alarm and the pump was interrogated today to show code 87 and the event logs showed pump went to minimum rate at 12:02 am on (B)(6) 2025. The patient did report symptom change. The alarm was silenced, the pump was updated to simple continuous and explained the pump went into minimum rate due to an issue detected. There were no other events in the pump event logs to detail why this happened. It was confirmed that the alarm was silenced, and pump was updated back to therapy rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via clinic notes dated 3/28/2025. It was reported that the patient returned to the clinic today on an urgent basis after hearing his pump alarm yesterday. He had his pump refilled on (B)(6) 2025 at which time the pump was refilled with 2000 mcg/ml baclofen at the same rate. The two-toned alarm started yesterday morning, and he started taking oral baclofen 20 mg three times daily along with his regularly scheduled night dose of tizanidine 2 mg and noted experiencing increased from baseline spasticity last night. The pump was interrogated, and error messages [code 87 ¿ pump in safe mode] and [code 7 ¿ critical alarm pump defaulted to minimum rate] were found indicating that the pump had reverted to minimum rate. There were no other events in the logs surrounding it. The nurse reached out to medtronic who recommended updating his pump to resume prior dosing and reinterrogating the pump which was accomplished without further problems. The plan was to continue to monitor and if the alarm recurred, pump replacement would be considered.